Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci). Hemostasis was successfully achieved using the angio-seal evolution device. Hemostasis was completely confirmed on the day of the procedure. However, on the following day, re-bleeding was observed. While manual compression was being applied to the puncture site, the collagen sponge became exposed. As manual compression was continued to be applied, the collagen sponge dropped off outside the body although it was not cut with scissors or something. Subsequently, hemostasis of the re-bleeding was successfully achieved after one hour of manual compression only. Echo confirmed that the anchor was still in position and the physician determined that there was no problem. Estimated blood loss is unknown. Health damage was not serious, and the patient recovered. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Bleeding occurred out of the procedure room. It was a right femoral artery puncture. The patient was hospitalization extended due to the event. An ultrasound was performed to diagnose the bleed. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be be confirmed for collagen outside of the skin. No definitive conclusion can be drawn as to the cause of the collagen being outside of the patient's skin. The IFU does provide precautions regarding instances when the collagen is found outside of the skin. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).